Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 2 was not detected on the communication bus at the station. A field service engineer replaced the tower controller board and rebooted the station. However, after the reboot, door 2 remained undetected, and recovery was unsuccessful. Then powered down the station, replaced the medcart cable with a new one, and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system tower door was not detected on the communication bus following several reboots, and the ormpa10 a station was in bio ID maintenance mode, required a witness for each login, preventing users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.